Event description:
A healthcare professional reported a rupture and capsular contracture baker grade I on the right side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.